Event description:
The customer indicated that they observed droplets of fluid on the foil of gel cards that had been processed on the ortho provue analyzer. Fluid on top of the gel card foil can lead to carry over and / or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. Erroneous test results were not reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and replaced the pressure regulator, returning the analyzer to expected operation. This customer has not logged any similar incidents since the repair. .